Manufacturer narrative:
Initial MDR 2517506-2021-00228 was filed 27-aug-2021. Additional information (31-aug-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated high sensitivity troponin I (tnih) result. Hsc reviewed the information provided by the customer and the instrument data log. No product non-conformance was identified. The customer was unable to locate the original sample for further evaluation. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) concerning a discordant, falsely elevated high-sensitivity cardiac troponin I (tnih) patient result obtained on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated high-sensitivity cardiac troponin I (tnih) result was obtained on a patient sample on a dimension vista 1500 system. The discordant result was reported to the physician(s) and questioned. Two new samples were drawn on the same date and processed on the original dimension vista system. The lower result processed from the new samples was provided to the physician on a corrected report. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated patient sample tnih result.